Event description:
After giving the patient an injection with a vanish point tb syringe, feature did not engage. The needle did not retract into the syringe body as it is supposed to leaving a used exposed needle.